Manufacturer narrative:
The tech found the side rail latch components were dirty. The side rail latching components were cleaned by the tech to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.